Manufacturer narrative:
Internal reference: case: (B)(4).

Event description:
It was reported that, after a thr had been performed in 1994, the patient had been in increasing pain for more than a year without having suffered an accident. A revision surgery was performed on (B)(6) 2023, in which the acetabular component of a right hip prosthesis was changed, with evidence of the suspected fracture of the ceramic inlay. Additionally, the acetabular component was noticed to be loose. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: b2 (outcomes attributed to ae added), h6 (component code, type of investigation, investigation findings, investigation conclusions), h8 (usage of the device). Results of investigation: it was reported that, after a total hip replacement had been performed in 1994, the patient had been in increasing pain for more than a year without having suffered an accident. A revision surgery was performed on (B)(6) 2023, in which the acetabular component of a right hip prosthesis was changed, with evidence of the suspected fracture of the ceramic inlay. Additionally, the acetabular component was noticed to be loose. The current health status of the patient is unknown. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to insufficient information, it is not possible to perform a review of past corrective actions, a review of historical complaints, a revision of the risk associated to the alleged device or a revision of the instructions for use applicable to the device at the time of manufacturing. With the information provided the clinical root cause of the broken ceramic inlay cannot be definitively concluded: however, it is noted the implant remained in situ for 29-years. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Corrected data: d3 ("tennessee" as us state is not applicable), e4 (no initial report was submitted to FDA), g (contact office - "tennessee as us state is not applicable).